Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 45 mg/dl. Customer ate ice cream to treat low bg. Customer determined that pump basal was too high and adjusted the 2pm basal rate from 2.2 to 1.8 to address the issue.